Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: critical error code e-193 (internal battery failure), e-290, enclosure front right cracked, feet missing, top right and handle cracked and chipped right side. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. It was confirmed that the internal battery would not charge. Internal battery needs to be replaced. Also confirmed, (cosmetic) enclosure front right cracked, feet missing, top right and handle cracked and chipped right side. The customer does not want any repairs done to the unit. The device will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation.   The device could not be tested due to the faulty internal battery.